Event description:
A pt reported they were unable to test on their meter. Their meter allegedly would only prompt "error 1" message. There was no result on their meter. There were no other tests or comparisons. Pt not treated. No further info has been reported.